Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified secondary set would stop flowing and solution would be pulled from the primary bag unless the clearlink solution set was ¿very much lower¿ than the secondary set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.